Manufacturer narrative:
Follow-up #1; date of submission: 01/21/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/07/2015 with the following findings:the reported issue could not be adequately investigated due to a recurring cs-064 'call service alarm'; no conclusions could be determined in regards to the reported issue. Several cs-076 call service alarms, which can be indicative of the type of issue that was reported, were observed in the pump history data. During the 'rewind' step, the piston did not move; the piston should retract during the 'rewind' step. During the 'load' step, a cs-064 'call service alarm', which is a motor-function related alarm, was observed. The pump case was removed, and the motor was taken out and connected to an external power source; the motor failed to operate properly due to an internal motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that a cs-076 call service alarm occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.